Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contact philips healthcare to report that the device charge button failures. There was no patient involvement.

Event description:
The customer contact philips healthcare to report the mrx gets device error service required; charge button failure and processor pca error in device status log. There was no reported patient involvement.